Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing was performed and no issues were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a leak of their transfer set, coincident with peritoneal dialysis therapy. The leak was at the point where the ¿white handle¿ (twist sleeve) meets with the ¿light blue twist clamp¿ (mainbody). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.